Event description:
The customer stated results were not reproducible on the axsym toxo igg assay for one patient sample. The patient had previously tested positive (23 iu/ml) in (B) (6) 2009. The sample was stored frozen and was retested in september yielding negative results of 0 iu/ml. The negative results are believed to be correct. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The axsym message history log was reviewed and error code 5015 (motor step loss, probe up/down, processing center) was generated for the sampling and processing side on (B)(6), 2009, with no troubleshooting procedures documented. The customer replaced the sampling and processing probes per customer service recommendations. A field service representative (fsr) replaced the solution 1 mup fmi pump. The fsr cleaned and adjusted the processing and sampling probe. The fsr noted the sampling probe was found to be adjusted on the edge of the sample tubes, and this was the probable cause of the erratic results. The fsr ran controls and a precision run to verify the analyzer performance after service. The complaint text notes the fsr resolved the customer issue, the instrument was functioning according to expected specifications, and no further investigation is needed. The axsym system operation manual contains adequate information on the probable causes and corrective actions for erratic results and error code 5015 generation. The probable causes listed for erratic results include dirty, damaged or misaligned probes, and bulk solution 1 dispensing improperly. The probable causes for error code 5015 generation include obstruction of probe movement. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal instrument performance. A service history review found no additional incidents of axsym plus (B)(4) generating erratic results have been documented since the fsr replaced the fmi pump and adjusted the sampling probe. A review of quality metrics for the axsym analyzer did not identify any adverse trends for the issue being evaluated. The most probable cause of the erratic patient results was the misalignment of the sampling probe, and improper functioning of the solution 1 mup fmi pump. The actual cause of the suspect patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-82 related to the issue under evaluation.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.